Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm change sensor. Customer's blood glucose at time of incident was 175 mg/dl. Customer stated that bad sensor alert occurred after a 2nd consecutive calibration error. Customer was discussed the timing of calibrations leading to alert and calibration protocol. Customer was advised to removed and change out sensor. Customer was advised that we are sending a replacement sensor. Customer declined all troubleshooting for sensor glucose versus blood glucose, calibration error and threshold suspend.